Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and uterine haemorrhage ('bleeding / abnormal uterine bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gerd, irritable bowel syndrome, menorrhagia, dysuria, vaginal odor, cholecystectomy, uterine dilation and curettage, dysfunctional uterine bleeding, menometrorrhagia, hypertension, constipation, chronic cervicitis, adenomyosis and paratubal cyst. On (B)(6) 2011 the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), infection ("infection") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (ablation and total vaginal hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, uterine haemorrhage, infection and urinary tract disorder outcome was unknown. The reporter considered infection, pelvic pain, urinary tract disorder and uterine haemorrhage to be related to essure. The reporter commented: right side - several coils seen, left side - three to four coils visible. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram on (B)(6) 2017: there is no opacification of either of fallopian tube. Bilateral fallopian tube occlusion status post essure sterilization. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') and uterine haemorrhage ('bleeding / abnormal uterine bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gerd, irritable bowel syndrome, menorrhagia, dysuria, vaginal odor, cholecystectomy, uterine dilation and curettage, dysfunctional uterine bleeding, menometrorrhagia, hypertension, constipation, chronic cervicitis, adenomyosis and paratubal cyst. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), uterine haemorrhage (seriousness criteria medically significant and intervention required), infection ("infection") and urinary tract disorder ("urinary problems"). The patient was treated with surgery (ablation and total vaginal hysterectomy). Essure was removed on (B)(6) 2019. At the time of the report, the pelvic pain, uterine haemorrhage, infection and urinary tract disorder outcome was unknown. The reporter considered infection, pelvic pain, urinary tract disorder and uterine haemorrhage to be related to essure. The reporter commented: right side - several coils seen, left side - three to four coils visible. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2017: there is no opacification of either of fallopian tube bilateral fallopian tube occlusion status. Post essure sterilization. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-feb-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.